Event description:
The reporter stated the surgeon attempted to insert a three piece collamer lens model number cq2015 and the haptic tore. Additional information has been requested from the facility, however none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.